Event description:
Boston scientific crm received information that this right ventricular (rv) lead was fractured. It was reported that the lead was explanted and replaced with a competitor's product. It was unknown if the product would be returned. No adverse patient effects were reported.

Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.